Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. The patient subsequently died; however, the customer reported that the patient was at end of life, and it is currently unknown whether the death was related to the reported device issue. A getinge field service engineer (fse) evaluated the device, performed a full manifold check, and operated the unit to verify its performance. The reported issue could not be replicated, and no device malfunction, fiber-optic error, gas leak, or other fault was identified. The fse noted that the unit is functioning properly but recommended replacement of the compressor and other scheduled service parts during the next planned preventive maintenance in july. The device passed all functional and safety tests in accordance with manufacturer specifications.